Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 21 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, after completion of the procedure, during extubation of the patient the endotracheal tube (ett) kinked and they were unable to the suction patient. To resolve the issue, the respiratory therapist (rt) put their finger down the back of the patient's throat to straighten out the kink; however, as soon as she removed her finger, it immediately bent again. There was no report of serious harm or injury as a result of this reported event.

Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported. The root cause was determined to be caused by an ovality condition formed during the extrusion process. A process improvement was implemented in (B)(6) 2025 to the extruder tooling to provide greater internal air support within the tube. This increased internal pressure and improved wall stability. Additionally, the position of the extrusion die relative to the extrusion pin was adjusted, under typical extrusion conditions, the die and pin had been set flush; however, evaluation indicated that this configuration contributed to tube ovality. By retracting the pin approximately 1/16 inch from the face of the die improved tube roundness and reduced the likelihood of reoccurrence. We will continue to monitor for trends. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, after completion of the procedure, during extubation of the patient the endotracheal tube (ett) kinked and they were unable to the suction patient. To resolve the issue, the respiratory therapist (rt) put their finger down the back of the patient's throat to straighten out the kink; however, as soon as she removed her finger, it immediately bent again. There was no report of serious harm or injury as a result of this reported event.